Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's system and power management boards were replaced to address the issue. In addition, there was no evidence of foam particles found on the device. After replacing the parts on the device, a system test was performed, which passed on the device.